Event description:
It was reported that the pt's tibial component became loose aseptically.

Manufacturer narrative:
Evaluation summary: the tibial component was discarded and is unavailable for return. No x-rays or operative notes were provided. The devices were in vivo approximately two years and ten months. A field action was conducted on april 19, 2010 per recall umber 1822565-04/19/2010-001, in which zimmer strongly recommends the use of a drop down stem extension in conjunction with the baseplate. The device in question was implanted prior to this field action. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications.